Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10863r29, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen via an implanted pump. The drug concentration, dose, and lot number were not provided. In year 2010 (specific date not provided), the patient experienced symptoms when the pump ran out of medication. The symptoms were reported as: patient's skin felt sensitive on his abdomen and upper thighs, only on the front of the body. The patient was sensitive to touch. When anything touched him it felt like razor blades cutting him. The patient felt like spiders were crawling all over him. When the patient was touched he started shaking. The patient could barely move his foot down because his leg and muscles were so tight. Actions, interventions and outcome were not provided. Additional information has been requested, but was not available as of the date of this report.